Event description:
Writer hung taxol and the pump kept alarming occluded patient side after infusing for a short period of time. Writer checked all connections leading to patient without issue flushing or receiving blood return. Writer then disconnected the taxol to flush the port that is right below the pump and met significant resistance. When writer opened the tko [to keep open] channel the flex tubing was bulging out.